Event description:
Revision surgery - due to the patient having instability and scar tissue.

Manufacturer narrative:
The reason for this revision surgery was the patient had instability and scar tissue. The product was in-vivo 7 months. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated a significant adverse event occurred. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the 5th complaint against this part number. Three for instability, one infection and 1 with a screw issue. This is the first complaint from this lot. No information was provided that definitively described the root cause of the joint instability other than the presence of scar tissue. Factors that may contribute to instability not associated with the implant are: improper implant selection, degenerative bone disease, and improper surgical technique. There are no indications of a product or process issue affecting implant safety or effectiveness.